Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed noisy signals on the left ventricular (lv) lead channel. This lv lead is a competitor's lead. The patient also experienced diaphragmatic stimulation. Different vectors were tested and there was either stimulation or loss of capture (loc) on each of them. Different programming options were discussed for the crt-d that remains in service at this time. No adverse patient effects were reported.